Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon might be attributed to the contact failure of the video connector socket due to the looseness of the locking function of the video connector socket. The looseness of the locking function of the video connector socket might be attributed to the wear of the video connector socket due to connection of the scope connector to the video connector socket with excessive force being applied to the scope connector by the user, or the wear due to the repeatedly use if frequency of use was high. Olympus stated the appropriate handling of cv-170 and the counter measures against abnormalities in the instruction manual of cv-170.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was displayed intermittently. There was no report of patient injury associated with the event.